Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the distal end cap was chipped and discolored, the bending tube was shortened, the insertion connecting tube is buckled, the suction cylinder nut paint was peeling off and the angulation system connecting tube is buckled. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video colonoscope up/down wire was broken. It is unknown when the event occurred. The device was returned for evaluation. During the device evaluation, foreign material, of an unknown origin was found inside the jet-channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the sub-water supply channel could not be identified and a definitive root cause of the issue could not be determined, as there was no deformation that might result in the retention of foreign material and no additional facility device reprocessing was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issue may be detected/prevented by following the instructions for use sections below: cf-h185l/I operation manual chapter 3 preparation and inspection. Cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.